Event description:
It was reported by the affiliate that during an laparoscopy procedure, the device was fired at the cystic artery at the first firing, and then the jaw became not to open. The trigger was opened by hand and the device was released. A teardrop-shaped clip ejected and the tissue was not clipped. When the sales rep fired the device after the operation, the clip was formed properly. Another device was used to complete the procedure. There were no adverse consequences for the patient. (B)(6).

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.